Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result of 282.2 on a female patient. An ultrasound concluded that patient was not pregnant. The patient was diagnosed as having an ovarian cyst. They did two different ultrasounds, no ectopic pregnancy. There was no additional patient information at the time of this report. The customer states that return product is available for investigation. Date: (B)(6) 2016, method: I-stat, collect: 1558, run: 1602, result: 282.2. (B)(6) 2016, beckman, 1558, 1625, 0.00. (B)(6) 2016, beckman, 1741, 1820 , 0.00. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 03/09/2017. Retain product and customer returns were tested and the customer complaint was not reproduced.